Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were sticky. A field service engineer loosened the slide brackets of the drawer and powered the station back up. Also performed functional testing in medstation application to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer failed to detect on bus. The customer reported that this malfunction occured during dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.